Event description:
It was reported that the drill gets too hot. The customer knew no further info surrounding this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. The ebox was replaced and the device was repaired and returned to the account.